Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was initially able to verify the reported white display. However, during subsequent testing the issue could no longer be duplicated. Physio-control then downloaded the electronic records from the device but was not able to confirm any indication of a device lockup. Physio-control then replaced the device's display for customer satisfaction and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a white display.  A white display can be indicative of a device lockup condition that may delay, or prevent, defibrillation if it were necessary.   There was no patient use associated with the reported event.